Manufacturer narrative:
(B)(4). See user facility mw # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: is it typical for the surgeon to take small vessels with the bronchus? On the last firing he will take airway with small vessels included in that firing. He tries to skeletonize all visual vessels as best he can and will take those individually if he can. Does the surgeon wait 15 seconds prior to firing? When he feels there is a good amount of tissue within the jaws he will wait longer to fire. It is not a true 15 seconds. Does the surgeon fire with a single stroke or pulse fire? This surgeon will do both. When he feels there is a fair amount of tissue within the jaws he will pulse fire around 4-6 pulses. For the most part he will single stroke fire. Was any staple form issues noted during procedure? No staple form issues noted during. What is the current patient status? Was sent home as scheduled and recovering. [(B)(4)].

Event description:
It was reported that during an upper left lobectomy procedure that when the surgeon opened the jaws he noticed significant bleeding which he thinks was coming from the staple line. Device was removed from the patient and the bleeding was controlled with pressure and hemostatic products. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Photographic analysis: four pictures were provided: picture one shows a handle of a device with the battery loaded. Picture two shows open jaws of a device with a gold reload loaded from a side view. Picture three and four shows the jaws of a device with a gold reload loaded. The reload can be seen fully fired. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.